Event description:
Treatment of an avm with onyx. After approximately 45 minutes to an hour of onyx injection. It was reported the catheter rupture at approximately 2cm from the distal tip and onyx was observed diffuse into the parent vessel. No patient injury reported. Same event as MDR# 2029214-2009-00016.

Manufacturer narrative:
The device involved in this event has not been returned for evaluation.